Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative corrected the deficiencies detected by the technical unit of radiological protection. The system was tested and operates as intended.

Event description:
The customer reported deficiencies on the stenoscop system. No pt injury was reported.